Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is 2.5-3.5. Pt noticed bleeding at incision site. Doctor advised him to test inr and go to ER if bleeding continued. On (B)(6) 2011: around 1:40pm pt got 6.3 on meter. Bleeding continued so pt went to ER around 6 pm. Shortly thereafter lab results were drawn. On (B)(6) 2011: results done about 5 minutes apart.

Manufacturer narrative:
Inr results from other dates were excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Customer is taking several medications. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.0, reference: 3.0, mean: 3.5, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Recent test conducted on lot 248203 on (B)(4) 2011 met accuracy criteria. (B)(4). No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Retain strip testing results met accuracy criteria. Pt's medications as a cause of the unexpected results cannot be ruled out. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.